Event description:
Our rep is reporting to us that during a knee procedure the face plate of the working tip of cp90 electrode was found to me missing. They do not know at which point in the procedure this happened. They could not locate the fragment, spent about 15 minutes looking. They used a "stryker neptune" device to complete the procedure and they are reporting no patient harm.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated: it is noted that the active tip of the device has broken along the top surface of the active tip platform. The failure seen on the returned device aligns with the predicted failure from the finite element analysis when an excessive load is applied to the proximal section of the active tip platform. From the investigation we have determined the failure of the electrode active tip to have been caused by misuse. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.